Event description:
It was reported that prior to entering the patient's anatomy, slight resistance was met during advancement of the 4.0x15mm xience pro stent delivery system (sds) onto the guide wire and the tip possibly kinked. Although there was no resistance noted during withdrawal from the guide wire, the tip of the xience pro sds separated. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another xience pro sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed; however, the tip separation was confirmed. The difficult to position the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.